Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own when in safety mode was duplicated. Based on the investigation details, the likely cause was problems with the motor, press plug, rotor assembly, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece was running on its own when in safety mode during a tooth extraction. The case was completed successfully with another device. There was no pt or user injury reported.